Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient experienced inappropriate shocks. The patient had twiddlers syndrome. The lead was explanted and replaced. The patient was fine post procedure.